Event description:
It was reported that during the implant procedure, the low-voltage pacing lead exhibited high thressholds and high impedance values at the initial position. It was noted during a search for a new lead position, the helix mechanism stopped functioning appropriately. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. The analyst commented the helix was able to be extended and retracted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.